Event description:
The customer received a blood glucose result of 190mg/dl at 7pm. The customer took oral medication. The customer was later found unresponsive. The customers family member came over and tested on a different blood glucose device and received results of 37 and 39 mg/dl. The customer was given dextrose. Paramedics were called and the customer was taken to the hospital and admitted. No controls were in use. The customer was using expired blood glucose strips and the device was coded incorrectly. A request was made for the return of the suspect device and replacement product was sent.